Event description:
It was reported that during an unspecified surgery, while the HEALIX ADVANCE anchor was inserted, the anchor broke. The bone was not hard, and the direction was not wrong, but when the anchor was set and rotated twice, the anchor part broke. All the broken parts were removed and the surgery was completed with no issues using another anchor. There was a surgical delay of less than 30 minutes. There was no harm to the patient and no remaining fragments in the body. The device was brand new and the first use when the issue occurred. No further information was available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.E1: The reporter¿s complete facility address was not provided.H11: As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.